Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network report printed exactly the same episode in two different patients. The clinic believes the episode belongs to one patient as they can see it in the past episodes, but the other patient does not have previous episodes. Both patients were being followed up on the same day and the reports sent to the printer one minute apart. No patient complications have been reported as a result of this event.